Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call damage on the insulin pump and high blood glucose levels. Customer's blood glucose level was 580 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they had ketones, felt nauseous and treated their blood glucose via manual syringe. Customer went to the hospital as a result of high blood glucose levels. Troubleshooting for cosmetic damage was performed. Customer advised the insulin pump has cracks on the top of the reservoir and was missing the upper lip of the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. During the occlusion test, the test reservoir remained in place properly. The insulin pump had broken reservoir tube lip, missing reservoir tube o ring, cracked reservoir tube, scratched reservoir tube window, minor scratched display window, cracked case at the display window corner and cracked battery tube threads.